Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the bisector became separated. Nothing fell inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on the bisector became separated. Nothing fell inside of the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Slight blood was observed on the harvesting handle. Heavy char and tissue was observed on the heater wire. The heater wire was observed to flexed away at the center of the hot jaw and bent and detached at the distal tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure ¿material twisted bent; wire¿ is confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.